Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A 3.00 x 16mm synergy ii drug-eluting stent was noted to have a shaft break. Another unidentified stent was deployed, however, there was a "broken stent balloon" and the device would not come back into the guide. Everything was removed. No patient complications were reported.

Manufacturer narrative:
Device lot number, device expiration date, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis in two sections. A visual and microscopic examination of the crimp stent identified no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped mid-stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 225mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that this is the same case as MDR# 2134265-2018-05423. The previously unidentified stent was a 3.50 x 16mm synergy ii drug-eluting stent. After stent deployment, they tried to pull the balloon back into the guide but removal difficulty was encountered. It was noted that the balloon would not deflate and the balloon was deformed. The deflator was taken off, emptied of air, and placed back on but the balloon still did not deflate. They ended up having to pull everything out as a unit.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this is the same case as MDR# 2134265-2018-05423. The previously unidentified stent was a 3.50 x 16mm synergy ii drug-eluting stent. After stent deployment, they tried to pull the balloon back into the guide but removal difficulty was encountered. It was noted that the balloon would not deflate and the balloon was deformed. The deflator was taken off, emptied of air, and placed back on but the balloon still did not deflate. They ended up having to pull everything out as a unit.